Manufacturer narrative:
This report is submitted on april 19, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing a performance decrement that could not be resolved by troubleshooting. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on may 23, 2017.